Event description:
It was reported that a patient underwent a full revision and now is presenting with left vocal cord paralysis. The vns is currently off and only magnet mode is enabled. It was stated that the neurosurgeon believes the vocal cord paralysis was in result of the revision of the lead. No additional relevant information has been received to date.